Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation. She noted that she has not had therapeutic effect for a "long time" and that she "hurt in the vagina". There was no known accident or incident related to the onset of these symptoms. Further info was requested.